Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -13.50/2.0/047 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed witthin the same surgery due to a lens tear/break during injection/delivery into the eye. There was patient contact with no patient injury. A replacement lens was implanted on the same day in a second surgery and it was reported that the problem resolved. It was later reported that the patient returned for a second surgery on (B)(6) 2019. Additional information/clarification has been requested for this case. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in liquid, in a lens case. Visual inspection found that a haptic was torn. (B)(4).